Manufacturer narrative:
Analysis was able to confirm the reported generated error codes that were caused by the main printed circuit board (pcb) being out of electrical specification. Analysis also noted that the atrial connector was broken, the hanger was broken, the keypad window was scratched, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.